Event description:
Complainant alleged that during a routine shift check by the clinician, the device's display went blank intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.